Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported that an unknown transmitter error occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of an unknown transmitter error is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 manufacturers narrative: additional information and correction. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that an unknown transmitter error occurred. Product was returned for evaluation. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of an unknown transmitter error occurred is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.